Event description:
It was reported that the stent was broken. The procedure was completed with another of the same device.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that during unpacking, the stent was broken. The procedure was completed with another of the same device without patient complications.

Manufacturer narrative:
H6: imdrf device code a0401 captures the reportable investigation results of stent shaft break. H11: the tria soft ureteral stent was returned with the pouch and the positioner for analysis. However, the suture did not return. The reported event of stent shaft break will not be confirmed, since no damage that is related was observed on the device. During the device inspection under magnification, it was found that the bladder coil with a suture hole torn. The tria soft ureteral stent coil was clarified to be torn, occurred outside the patient. Although this can result in a clinically insignificant delay of the procedure, this event is unlikely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, boston scientific no longer considers this to be a reportable event. B5 has been corrected. E1 initial reporter facility name has been corrected.